Event description:
It was reported that the device exhibited alarms and was shut off because it was too loud. They instructed the patient to power the device back on, settings were reviewed, and the reservoir volume was 22.5 ml, continuous rate 2.6ml/hr, and volume given 227.5 ml. Per reporter, the device still alarmed ¿no disposable clamp tubing¿ and double beep is audible. Troubleshooting was stopped as the patient was not comfortable with the next steps and was advised to seek further help at the clinic. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No previous repair has been noted in the last 12 months. The event history log was not provided.